Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the remote manager had failed to open, and customer was unable to recover. A field service engineer found microswitches on the latch were dirty and corroded. Cleaned microswitches and applied conductive grease to resolve this issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis¿ medstation¿ es system remote manger drawer was failed. The customer stated that there was a delay in dispensing workflow. There were no adverse events or injuries reported based on this event.